Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site is confirmed but the exact source of the damage remains unknown. One 20 ga x 1 in w/y site safestep infusion set was returned for investigation. The safety mechanism was returned fully activated. A longitudinal crack was observed in the y-site hub in the white material. The sample was flushed with water using a 12 ml syringe and a leak was observed from the crack location. Microscopic observation of the crack location revealed it to extend from the distal end of the white material up to the initial luer thread. The crack width was observed to be larger near the center of the crack. Based on the condition of the returned sample, possible contributing factors include environment factors and damage during handling. Since a leak was observed to emanate from a crack in the hub, the complaint is confirmed; however, the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle had a leak at the y site. No other information was provided.